Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 447 mg/dl. The customer treated her high blood glucose level with an injection. The customer heard a constant beeping but saw no alarm in the history. Insulin did not exit at the quick release. The customer noticed a large air bubble. The device was not returned.